Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5053810/7018772.

Event description:
It was reported that the patient did not like and no longer used the stimulator. All device components were explanted and discarded.